Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device was implanted and is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a bsc device was implanted into the patient during a procedure performed on (B)(6) 2016. On (B)(6) 2016, the patient started to experience urinary incontinence, urinary urgency, constipation and numbness. In may 2019, the patient experienced pain in the pelvis and "strip prevents the urethra muscle from doing its job of checking urine" (tissue damage) and had to wear protection underneath since the operation.